Manufacturer narrative:
During inflation, the balloon ruptured below rbp. No patient injury, this MDR is being reported conservatively. Patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. An undersized introducer sheath (5f) was used. The product label indicates the angiosculpt device is compatible with a 6f introducer sheath. Report source: foreign- (B)(6) the angiosculpt device was infectious and discarded by the facility, thus no returned product investigation was performed. (B)(4).

Event description:
The angiosculpt device was used and during the first inflation at 8 atm for 5 seconds, the balloon ruptured. The procedure was completed with a new angiosculpt device. No patient injury reported.

Manufacturer narrative:
Block h6: added codes 419 (balloon) and 2199 (no health consequences or impact).